Event description:
A 5.0mm diameter x 17mm length medtronic ave biliary extra support stent was inserted into the left iliac artery and over the iliac bifurcation after predilation with a pta balloon. Both iliacs were severely diseased with "significant beaded appearance." During insertion of the stent over the iliac bifurcation, the stent dislodged from the stent delivery system but remained on the guidewire. A small diameter ptca balloon was inserted through the stent and the stent was pulled back to the left iliac where it was deployed at an unintended site. Another MFR's stent was deployed at the target lesion site and the pt tolerated the procedure well. There was no additional clinical sequelae reported relative to the event.